Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had poor fill on test strips, user's test strips were reused. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/06/2014).

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", "lo", "lo", 137mg/dl, 174mg/dl. Customer normally reads between 97-130mg/dl. No adverse event reported.